Event description:
It was reported that new ef1 nuts utilized in case yesterday causing bolt breakage, patient will need a second procedure to fix breakage.

Manufacturer narrative:
It was reported that new ef1 nuts utilized in case yesterday causing bolt breakage, patient will need a second procedure to fix breakage. A CAPA was opened to document the investigation and corrective action into complaints of the 10mm nut (dne-6000-036) cold welding/galling to the wire fixation bolt and half pin fixation bolt. Corrective action was implemented july 2, 2025. This is the second complaint associated with the revised dne-6000-036. The effectiveness verification indicates a 75% reduction in complaints associated with the 10mm nut not maintaining frame assembly over a 6-month timeframe. Effectiveness will be tracked and documented within CAPA.